Event description:
It was reported that the backside of the insulin pump got loose during the rewind process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a detached end cap and the motor assembly was out of position. Further testing could not be performed due to the motor assembly being out of position.